Event description:
International customer reported that a patient underwent an open, direct, left inguinal hernia repair procedure in 2008. The patient developed a surgical site seroma the following month. The site was surgically drained. No further information is available.

Manufacturer narrative:
Date sent to the FDA: 12/24/2008. Seroma developed - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.